Event description:
During troubleshooting for a caution negative ultrafiltration (uf) alarm, a customer reported a drain volume of 336ml during drain 4/4 of therapy on the homechoice device. A follow up call to the patient's nurse found that the patient's programmed fill volume is 2500ml. The patient did not report any symptoms of increased intraperitoneal volume (iipv). The nurse declined to return the device for evaluation as the patient has been successfully performing therapy using this machine. No patient injury or medical intervention was reported. No cause for this incident of iipv could be determined based on available information.